Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon completion of a suprapatellar tibial nail procedure, surgeons had difficulty removing connecting screw from a tibial nail case using ball hex screwdriver. A few methods were applied, until connecting screw was successfully removed. An operative delay of 5 minutes was recorded. The procedure was successfully completed with no patient injury. This is report 2 of 2 for (B)(4). This report will cover the interacting insertion handle.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the insertion handle shows slightly wear and tear signs. Also we found that on one threaded hole has a round indentation on the upper side. The device was produced and distributed in september 2013. The insertion handle shows slightly wear and tear signs. Also we found that on one threaded hole has a round indentation on the upper side. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause, neither we were able to reproduce the complained issue. The complaint relevant dimensions were checked as far as possible and find to be within specifications. No further investigation needed on this device because no product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.